Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The patient experienced discomfort and pain with bowel movements and difficulty with bowel movements after the spaceoar procedure. It was also noted the a computed tomography (CT) scan was performed and the physician verified proper placement of both spaceoar and the fiducial markers. The patient received a digital rectal exam(dre) that looked normal. The patient's current condition is improving and patient will receive the planned radiation therapy. Patient was treated with medrol and anti-inflammatory medication.